Event description:
It was reported the customer was getting a solid tone when initially activated and then started to work correctly. The lap cholecystectomy case was completed with this handpiece. No pt consequence was reported.